Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component defect. The log file analysis shows that the release of x-ray was prohibited because the system detected that the x-ray preparation was not completed. During the investigation, the customer service engineer found a loose wire between the door contact and the real time controller (rtc), which indicates an open examination room to the system. As a result, the x-ray generator was not able to boot completely which prohibited the release of x-ray. After the wire was reseated the system recovered. The affected connector has been reseated by the local service organization and after this modification the system works as specified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfa system. During an interventional procedure, the user reported that the system would not release fluoro or x-ray. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.